Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that the one touch ultra meter stopped powering on at 9:45pm on the day before. He indicated that he took 30 units of 70/30 novolin at the same time the power issue occurred and then reportedly developed symptoms of cold sweats and shakes 5 minutes later. It is unk if the pt received any form of treatment for his symptoms. No other forms of treatment were reported. It would be helpful to know if the 30 units of insulin was his usual dose or if the dosage was adjusted for any other reason. According to the troubleshooting performed with customer service, the battery needed to be replaced based on the battery life and/or usage. Replacement products were sent to the pt. Based on the provided info at this time, there was no evidence that the product malfunctioned. However, this complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury 5 minutes after the reported power issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.